Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the balloon did not inflate and insufflate.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the dissector balloon and inflation syringe were not received. The insufflation bulb and trocar balloon were received. The circular seal for the trocar balloon appeared intact. The obturator, lock collar appeared intact. Pmv performed functional testing; the trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while creating preperitoneal space during a laparoscopic totally extraperitoneal, the balloon did not inflate and insufflate. Another device was used to complete the case. There was no patient injury.